Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and leg spasms. The patients primary care doctor reports the patient had high blood glucose levels due to an infection in the patients legs. Once at the hospital the patient received intravenous fluids and antibiotics. The patient had blood tests and an ultra sound as well as a doppler exam. The patient was prescribed cephalexin (500 mg x 1) to be taken 4 times daily every 6 hours. The patient was released from the hospital the following day.